Event description:
It was reported that previous artificial urinary sphincter was removed and replaced due to new leaks on (B)(6) 2018. No patient complications were reported in relation to this event.

Event description:
It was reported that previous artificial urinary sphincter was removed and replaced due to new leaks on (B)(6) 2018. No patient complications were reported in relation to this event. Additional information received indicated the patient had new leaks of urine. Device evaluation as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. If the complaint component is returned at a later date, the product investigation will be re-opened to address the additional information. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that previous artificial urinary sphincter was removed and replaced due to new leaks on (B)(6) 2018. No patient complications were reported in relation to this event. Additional information received indicated the patient had new leaks of urine.